Event description:
Abiomed received a notification via long-term outcome and quality indicator (loqi) impella registry reported in august 2023, the complainant had placed an impella cp for support for four days. The pump was placed to support for a st-elevation myocardial infarction. The support was successful. The loqi database noted patient that endured ventricular contractions, recurring with a "possible" relationship to the impella device used: ¿the patient developed frequent and recurring premature ventricular contractions with some bigeminy. Underlying rhythm is sinus. Electrolytes replaced (potassium, magnesium) with improvement. Admission k 3.4 mmol/l, nadir 3.4 mmol/l (on several dates); mg lowest 1.6 mg/dl (B)(6) 2023).¿ the patient's outcome at time of explant was noted as survived.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for ventricular contractions has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the ventricular contractions was not determined.